Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter had worn out buttons including the up arrow, down arrow and ok button. This complaint was classified based on the customer care advocate (cca) documentation. The patient did not report when the alleged issue was first discovered. It is not know what medications the patient takes to manage her diabetes. It is unknown if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient did not report any blood glucose readings, symptoms or treatment suggestive of a serious injury. At the time of troubleshooting, the cca confirmed this was not the first time the meter had been used, and there was no misuse of the product. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to an adverse event. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1- device evaluation (submission 11/05/2012): lifescan (lfs) received the meter on (B)(4) 2012 and completed device evaluation with the returned meter on (B)(4) 2012. The alleged complaint was confirmed: the button/switch was found to be damaged.